Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and further investigation determined the cause to be severed motor mount screws. The motor assembly and screws were replaced.